Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, rse identified that the emergency switch had been activated. The rse instructed the customer to reset the switch and power on the mpdu, which successfully restored the system to functionality. After reset, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer reported that the system was not starting. Rse determined that the emergency switch had been pressed, leading to the bootup problem. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.